Event description:
A shocking or jolting sensation was reported. The patient reported ¿it seems like every time I touch something I get shocked, and when my grandkids touch me they get shocked.¿ the grandkids got a shock from the patient yesterday. This has been happening for about a week and a half ((B)(6) 2015) and happens everywhere. The patient stated ¿I don¿t know if it stopped working or what, but I have two lumps on my back for about the last six months ((B)(6) 2014), and I am having leg pain and sometimes I can¿t go anywhere with the leg pain but the back pain is ok.¿ the patient has an appointment with her doctor in may. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent. Reference manufacturer report# (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3998, lot# v002802, implanted: (B)(6) 2006, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).